Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received on june 25, 2015.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent system was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum performed on (B)(6) 2014. The indication for the procedure was due to a pancreatic cancer mass. Per the physician, the patient had a tortuous anatomy. According to the complainant, the patient presented with obstructive jaundice and cholangitis on (B)(6) 2015, 5 months after the wallflex¿ biliary stent was placed. Upon examination through ercp, the physician confirmed that the stent had become completely occluded with biliary sludge and stone material. The wallflex¿ biliary stent was removed and replaced with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The jaundice and cholangitis resolved after the stent was removed and replaced. Additional information received june 25, 2015. According to the complainant, the occlusion would have been observed from the duodenum looking in to the common bile duct and the anatomy location of the procedure was described as duodenum / common bile duct.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent system was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum performed on (B)(6) 2014. The indication for the procedure was due to a pancreatic cancer mass. Per the physician, the patient had a tortuous anatomy. According to the complainant, the patient presented with obstructive jaundice and cholangitis on (B)(6) 2015, 5 months after the wallflex¿ biliary stent was placed. Upon examination through ercp, the physician confirmed that the stent had become completely occluded with biliary sludge and stone material. The wallflex¿ biliary stent was removed and replaced with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The jaundice and cholangitis resolved after the stent was removed and replaced.